Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the pancreas for a prophylactic closure during a colonoscopy procedure performed on (B)(6) 2025. During the procedure and inside the patient, the clip was able to grasp and lock onto tissue. When they tried to release the clip, it would not release from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results the returned resolution 360 ultra clip was analyzed, and a visual evaluation noted that the device has evidence of premature deployment (yoke is attached to the control wire). No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Upon analysis, the returned device showed that the clip assembly was detached, while the yoke remained attached, with evidence suggesting premature deployment. Although the exact cause cannot be definitively determined, it is most likely related to operational factors during the procedure. These may include attempts to open the clip after activation, the physician's deployment technique, the scope's position or angle, or the capsule detaching after contact with a surface. However, these remain hypotheses. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the pancreas for a prophylactic closure during a colonoscopy procedure performed on (B)(6) 2025. During the procedure and inside the patient, the clip was able to grasp and lock onto tissue. When they tried to release the clip, it would not release from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.